Manufacturer narrative:
Product analysis: the device was received for analysis alongside a non-medtronic guidewire. A longitudinal burst was evident to the balloon with blood evident inside the balloon. A kink was evident to the inner member. It was not possible to load an in-house guidewire through the kinked section of the inner member. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two euphora coronary ptca balloons, the balloons became stuck on the non-medtronic guidewire after dilatation, and it was impossible to remove from the guidewire. Both the wire and the balloon were removed from the coronary vessel to remove the balloon from the wire. It was then attempted to use a second euphora coronary ptca balloon, however the same issue occurred. This balloon also became stuck on the same non-medtronic guidewire after dilatation. It was impossible to remove the guidewire and both the wire, and the balloon had to be removed. There were no difficulties noted when removing both balloons and wire from the patient vasculature. The removal difficulties refer to the difficulty in removing the wire from the balloons only. The lesion being treated was moderately calcified, moderately tortuous, with >90 % stenosis in most parts of the main vessel and the posterior descending artery (pda) of the right coronary artery. Both euphora devices were inspected before use with no visual damage. Negative prep was performed on both devices. The lesion was pre-dilated with both of the euphora devices. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used. An inflation pressure of 16 atm was applied to the balloons prior to difficulties. There were no difficulties noted when loading the devices onto the guidewire. The guidewire was examined and flushed before use. A different medtronic nc balloon was then used on the same wire and there was no problem. Two nc euphora balloons were used for post-dilatation after stenting without having any problems. The patient left the cath lab without symptoms, and no complications occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.